Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device generator changeout. During procedure, it was noted that right ventricular lead exhibited insulation abrasion. The lead was repaired during procedure and it remains implanted. The patient was stable.